Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to sustained ventricular tachycardia (vt). The patient was admitted for vt and internal cardioverter defibrillator (ICD) shocks status post ablation. The patient had recurrent vt after reprogramming of ICD. They were maintained on a lidocaine drip for control. Overnight on (B)(6) 2022, the patient had worsening delirium with significant agitation. They also showed signs of worsening right ventricular (rv) failure and poor end organ perfusion. It was communicated that rv failure was diagnosed prior the left ventricular assist device (lvad) implant and was being treated with diuretics and sildenafil. The morning of (B)(6) 2022 the patient suffered a pulseless electrical activity (pea) arrest. The patient stopped breathing with asystole on the monitor. They were made comfort care and subsequently passed away. The device operated as expected though it was indicated that the patient's death was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that the device operated as expected and it was indicated that the patient outcome was therapy related. It was also reported that hm3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, psychiatric episode, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27aug2018. No further information was provided. The manufacturer is closing the file on this event.